Event description:
It was reported that a malfunction occurred on the customer's pump, but no notable events took place beforehand. The impact on the customer's blood glucose level is unknown as they declined to provide that information. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.